Manufacturer narrative:
The subject product was returned for evaluation. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use. The device misfired during simulated use testing; however, the reported fastener break that occurred during use could not be reproduced. No manufacturing anomalies were found. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the subject lot of(B)(4) units manufactured in august of 2019.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair, the optifix tacks broke inside the patients abdomen after the third tack was fired. The broken tacks were successfully removed from the patients abdomen. The fasteners that were deployed did not provide adequate fixation. The device was removed from the patient several times and tested to ensure proper fastener deployment prior to switching to another optifix to complete the case. The surgeon is an experienced user of the device. There was no injury or impact to the patient reported.